Manufacturer narrative:
6/24/1998-supplemental report #1 sent to FDA. Device not rec'd for eval.

Event description:
The device was used during a total gastrectomy procedure. Reportedly, the suture broke. The surgeon applied another product without pt injury.